Event description:
I am the pt! I had filshie clips placed in me in (B)(6) 2007 after giving birth to my third child. Immediately following this procedure, I experienced a host of symptoms, including crushing fatigue, muscle and joint aches, and more critically, abdominal pain. I continued to live and exercise through the pain until (B)(6) 2009, I actually developed a blood clot at the location of the clip, which traveled to my right lung (pulmonary embolism confirmed by CT). I have been on and off warfarin since then, with consistent pain at both ovaries. I finally educated myself about these dangerous devices, and last friday ((B)(6) 2011), I had them surgically removed and my reproductive organs restored. These clips should be pulled off the market!